Event description:
As reported, the packaging of a one-part percutaneous entry needle was not sealed. The device was not used and there was no patient involvement. Upon return of the complaint devices, five packages of the one-part percutaneous entry needle were found to not be sealed.

Manufacturer narrative:
G4 ¿ PMA/510(k) #: exempt h3: device evaluated by mfg - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.